Event description:
Burr tip broke off in the tooth socket. Two x-rays were inconclusive because of scatter from patient's restorations. Md felt risks associated with retrieval of broken instrument outweighed benefits.